Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was displaying around 140 mg/dl but the patient was unable to do a fingerstick because she did not have a glucometer. Due to being sick for the past couple of days she experienced sleepiness, dehydration and loss of appetite. Her spouse decided to take the patient to the ER. At the ER they did a blood work and the result was 500 mg/dl but cgm was showing 142 mg/dl. The patient was treated with IV fluids for dehydration and insulin via injection. The patient was discharged on (B)(6) 2025 and was doing fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to having symptoms. The reported glucose values fall within the c zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.